Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon eval, there was corrosion on the connector and inside the battery pack. The cause of the battery charger faults is the corrosion. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his battery pack. The pt¿s download revealed excessive ¿battery charger fault¿ flags on battery pack sn (B)(4). The pt was issued a replacement battery pack.